Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who sent the patient for an electrocardiogram (EKG) and assessed the result of an alternate cardiac biomarker. The sample was rerun, and the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, it was discovered that there were reagent probe aspiration errors because the operator had placed the line in the cleaning solution when it should have been in the water. The tsc specialist advised the operator to remove the line from the cleaning solution and perform two automated system primes and a bubble detect calibration, which the operator did. The operator then ran quality controls, which were within range. The sample was rerun and resulted as expected. The cause of the discordant, falsely elevated troponin result was user error. The instrument is performing according to specifications. No further evaluation of this device is required.